Event description:
It was reported that the tip-up fenestrated grasper instrument had a broken shaft and the tip bent. The instrument was last used in a low anterior resection. There was no reported injury.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The tip-up fenestrated grasper instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The instrument was found to have the main tube broken. A piece measuring proximately 0.156¿ x 0.220¿ was not returned with the instrument. Additional observation(s) not reported by site: the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.

Event description:
Refer to h10/h11 for follow-up information.